Event description:
Consumer stated: "I was really looking forward to using these, but as soon as I did, I noticed the bristles kept coming off!! Sucks, but now I¿ll stick to name brand for this. Honestly, pretty dangerous that they come off, someone could get them stuck in their airways/throat. Especially kiddos!" No contact information provided, no product returned.